Event description:
It was reported that during a bwi sponsored clinical trial (clarity study), the patient encountered clinically significant bleeding at the inguinal region of the puncture site. Echocardiography showed aneurysma spurium. The patient was treated with 3 units of blood transfusion. Event was categorized as anticipated; possibly device related; possibly drug related; definitely procedure related. Prognosis for the patient is satisfactory. The a-fib procedure was performed on (B)(6), 2011. However, it was not classified as possibly device related until (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated information has been provided regarding this event that occurred during clinical study. On (B)(6), 2011, bwi was made aware that this subject who visited the hospital on (B)(6), 2011 that the hematoma is still ongoing on the medial femur. Also on (B)(6), 2011, bwi was notified by the site, that the description of the adverse event has been modified from 'other, bleeding puncture site' to 'vascular access complications'. (B)(4).

Manufacturer narrative:
On (B)(4) 2012, bwi was made aware that the reported bwi sponsored clinical trial ((B)(4) study) adverse event (pseudo aneurysm) was determined to be caused during catheterization by one of the ablation catheter devices used. Event was classified as anticipated. (B)(4).